Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external neurostimulator neurostimulator. The reason for call was caller reports patient started a trial today and is reporting pain down the right side of the leg "outside of normal". Caller is inquiring if patient can have an MRI and reports patient has 2 of the 977a260 leads implanted connected to two extensions that are partially externalized. Agent reviewed MRI is not recommended during trial and with components partially outside the body. Additional information was received from manufacturer representative (rep) who reported the cause of the pain was unable to be determined. They reported patient came out of surgery in significant pain and the surgeon ordered an MRI however, results were unable to be concluded. The rep stated the impedances were within normal limits and patient's pain was consistent whether stimulation was on or off. The patient is currently admitted in the hospital and awaiting to undergo another MRI under anesthesia. The rep reported the devices were removed and discarded by the hospital in order for patient to have the MRI.

Event description:
Rep reported that the patient had an MRI the day of the procedure. The image returned, wasn¿t very clear, requiring the doctor to order an MRI under anesthesia. Following the second MRI, we were told there was no indication of epidural bleeding. We were told, however, that the patient was required to have a separate spine surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.